Manufacturer narrative:
Investigation results were made available. Additional: h2. Correction: b4, d4 (UDI) g4, g7, h3, h6, h10. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the event "impactor fractured" was identified and further investigation has been performed. No additional similar investigated events for the lot number 06.212787 have been found. One additional similar investigated event within 1 month for item number 840.6033 has been found. Review of event description: it was reported that the impactor has a crack which was detected during sterilization. It was mentioned that the impactor could break in the next surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. After several requests, it was answered that the item is not available for investigation. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Extraordinary high forces might have been applied during surgery. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary: the broken impactor has not been returned for an investigation, therefore the event could not be confirmed. It might be a possibility that unusual high impact / torque forces might have occured on the instrument during surgery, leading to the crack. Another possibility is that the setting instrument was screwed on incompletely or at an angle, resulting in high stress in the material, which could have led to the crack. Additionally there might have been an aging of the material due to cleaning and sterilization. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Within issue evaluation it was determined that the design is acceptable. The worst case impact with regards to patient risk was an extended surgery time of less than 15 minutes. It was therefore concluded that a corrective and preventive action is currently not required. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the sterilization process a crack was noted in the impactor. Still this impactor was used and fractured later during a surgery on (B)(6) 2017. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that no surgery and no patient was involved. During the sterilization process, a crack was noted in the impactor. It was reported that it could break during the next surgery.